Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl and 570 mg/dl. The customer reported that the reservoir received no delivery alarm which was resolved by complete set change. The reservoir will not be returned for analysis.